Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-488 mg/dl). The ketone level ranged from small to large. The customer was vomiting. The pump supplies had been changed multiple times. Boluses via the pump or insulin injections were used to address the high bg. The contact thought there was an issue with the pump as the bg level did not decrease with multiple boluses. The customer went to the emergency room and was admitted to the hospital. The healthcare provider (hcp) reported the large ketone level was dangerous. The customer was given fluids, saline, medication and insulin via the pump and insulin injections for food boluses. Per hcp recommendation, customer discontinued pump therapy. The customer was discharged on either (B)(6) 2017 or early on (B)(6) 2017 (exact time/date was estimated by the contact) with the high bg/ketones resolved.